Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience could not be replicated or confirmed as the event unit was able to actuate smoothly and cut thin polyether polyurethane material. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Difficulty in handling scissors is not considered to be reportable as it is unlikely to cause or contribute to death or serious injury. The event was reported based on the event description of rough actuation and prior to the evaluation of the returned unit.

Event description:
Name of procedure: ipom. The surgeon is using the eb030 laparoscopic scissors on a daily basis. During the procedure the surgeon starts to use the scissors. After some cutting cycles, the scissors became hard to handle. He was afraid to cut some unwanted tissue, because the cutting was not smooth. He asked for a new one. Additional information received from regional field implementation team member by email and phone on 17jun2020: the customer always tests the scissors before inserting them into the patient. For this incident, they noticed during this test that there was an issue with the blades, as though the blades are irregular / not smoothly sharpened. This leads to inconsistent cutting results. Despite this, the customer chose to try the scissors on this hernia repair, but after a few cuts they asked to change the device for another. The tissue being cut is unknown, possibly fatty tissue. Patient status: no patient injury. Type of intervention: change of device.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: ipom. The surgeon is using the eb030 laparoscopic scissors on a daily basis. During the procedure the surgeon starts to use the scissors. After some cutting cycles, the scissors became hard to handle. He was afraid to cut some unwanted tissue because the cutting was not smooth. He asked for a new one. Patient status: no patient injury. Type of intervention: change of device.